Event description:
Caller states patient tested 6.1 inr, 4.3 inr, and 4.8 inr on the coaguchek xs plus system while a comparison lab returned as 2.8 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).